Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump battery depleted too fast and subsequently, the pump shutdown. There was no adverse impact to the customer¿s blood glucose level. Customer acknowledged education about insulin delivery settings resetting after shutdown and resumed insulin, and technical support confirmed excessive daily battery depletion in pump logs and arranged pump replacement. The customer continued using the pump for insulin therapy.